Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. System working fine on startup. Reseated connectors for drive. Could not get it to fail. This was tried for several hours. However, they replaced the strain gauge and the generator as a precaution. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000221, product ID: bi71000463, product ID: bi71000460, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was moving on its own. At first the imaging system would not move at all. The site stated that the patient's health was "affected" because of them using a competitor's system for post-op images since they couldn't fully tell how deep the new screws were and if they had hit unintended anatomy. The delay was about 20 minutes. Troubleshooting was performed and they couldn't verify if the clutch was pushed in all of the way since it was during a case, but they had started to reboot both carts. After the system was fully booted up again, the site claimed that the system was "free floating" on its own and even moved forward by itself. The health care professional (hcp) used the imaging system for the navigated spin, but aborted it for the post-op spin. The hcp opted to use a competitor's system for their post-op images.

Event description:
Additional information received that the patient was not touched / harmed by the imaging system and they completed the case successfully. No parts were replaced. The wo shows that no parts were replaced. The system was working fine when testing and has been since then. The issue was likely operator induced.

Manufacturer narrative:
Additional information received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.